Manufacturer narrative:
The serial number and the implantation date is unknown as of today. The information have been requested.

Event description:
Reportedly, the autothreshold malfunctioned.

Manufacturer narrative:
- The right ventricular autothreshold at 2v has failed during the calibration phase due to premature ventricular contraction occurrence during the ventricular pacing (fusion). The impacts are: - pacing at 5v during the next 6 hours - a warning displayed on the overview screen. No issue is suspected on the subject device and there is no patient risk.

Event description:
Reportedly, the autothreshold malfunctioned. Update provided on 27/02/2024: the threshold provided by the autothreshold algorithm provided an increase threshold (2v) on 19/09/2023.